Event description:
It was reported that the needle displaced and the tip broke off in the pt. The needle tip was surgically removed and the pt's condition was fine. Procedure was able to be completed.